Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it is displaying transducer fault, motor fault, low pip, circuit disconnect and low ve during start up. The customer reported there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected components, a vela main board printed circuit board assembly (pcba) and a turbine interface board pcba, and evaluated the devices. An evaluation of the components duplicated the reported issue and isolated the issue to corrupt data (B)(4) of the turbine interface board pcba. There were no issues found with the main board pcba.